Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose. The customer¿s blood glucose level was 454mg/dl at the time of the incident. The customer reported that they received the new pump and on the weekend was getting manual injection, and put the settings in. They saw a half and empty circle and then the circle was no longer there. The customer woke up with blood glucose of 454mg/dl and threw up and took blood glucose again and its 220mg/dl and meter is not linking to the pump. The customer called to make sure settings are right because blood glucose was high in the morning. The customer noticed their settings were wrong and changed them while on hold and customer deliver. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.